Event description:
Same case as MFR # 2134265-2009-05649. It was reported that during a percutaneous coronary intervention (pci) procedure a balloon rupture occurred. The 80% stenosed lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. The lesion was accessed through the mid left anterior descending (mlad) artery. The quantum maverick2 monorail ptca catheter was advanced to the target lesion and inflated two times. It was on the second inflation where the balloon rupture occurred. The balloon was inflated to fourteen atms, for two seconds. The balloon was withdrawn and the procedure was completed with a rotablator 1.5mm. No patient complications or injuries were reported. The patient status is reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).